Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was feeling uncomfortable stim on the day of this call. The patient programmer (pp) showed therapy was on. Patient was instructed to decrease amplitude and this eliminated the uncomfortable stim. Patient stated she was not sure her therapy was on post implant in (B)(6) 2016 because she did not recall feeling stim like she did today when she had it on. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.